Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during testing that the device has ripped and bubbled dso seal. The air sensor was also unattached and falling off. There were no patient involvement and harm. The malfunction would cause interruption of therapy in use.